Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead external insulation exhibited two bumps. It was noted that there was difficulty to move the lead inside the introducer and the stylet inside the lead. There was also excessive bending on the proximal junction between the coil and the lead body. The rv lead was not implanted and was replaced with a different product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d6a d6b product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The full lead was returned with a gray 14-62 stylet in the lead, the introducer was not returned. There were no bump anomalies observed during visual inspection of the lead. The lead with the returned stylet was able to be fully passed through a fresh 9 fr introducer without restriction. The returned stylet with the lead was able to be removed and reinserted without restriction. There were no anomalies found with the exposed rv coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.